Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump does not vibrate as much as previous pump and stated concerned might miss an alert or alarm. There customer stated blood glucose have not been affected yet concerned they might. The customer reported would use manual injections as alternate insulin therapy.